Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, h1, h6.

Event description:
Healthcare professional later reported "the patient dropped a can of paint on her chest. There was no deflation issues prior to this happening." A focused medical review determined that the event of deflation is not device related and is no longer reportable to FDA.